Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, it was reported that an empty cartridge alarm occurred. Customer alleged that the cartridge had insulin remaining at the time of the alarm. Reportedly, customer loaded a new cartridge to resolve the issues and insulin delivery was resumed. Customer's blood glucose level was 313 mg/dl.